Event description:
The user facility reported that during a diagnostic colonoscopy, the patient sustained perforation in the sigmoid colon. The patient was taken in the emergency room for a partial left sigmoidectomy. The patient was reportedly doing fine and was released from the hospital after the surgery.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. There was no sharp edges noted on the insertion tube or at the distal tip. There were dents and scratches noted on the distal end cover, however the device passed electrical safety testing. There were scratches and tiny cuts throughout the insertion tube, but the insertion tube also passed electrical safety testing. The insertion tube was noted to be severely buckled below the protector boot, which was determined to be due to physical damage. The bending section cover cement at the plastic cover was observed to be less responsive due to stretched wires, and were determined to be due to extensive usage. The cause of the patient's outcome cannot be conclusively determined, and user technique cannot be ruled out as contributing factor. This report is being filed as an MDR in an abundance of caution.